Manufacturer narrative:
There is no evidence indicating that the integrity of the posterior capsule was compromised by the performance of the system. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported an open posterior capsule was seen during the hydro dissection portion of a laser assisted cataract procedure. The surgeon believes the laser caused the opening in the posterior capsule. But, images of the procedure were reviewed and show the posterior limit of the fragmentation was not near the posterior capsule. Additional information requested.